Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level 500 mg/dl. The customer did not report symptoms or treatment such as a result of high blood glucose level. The customer stated that insulin pump had motor error. The customer stated that insulin pump was able to clear the alarm and rewind the insulin pump. Drive support cap was normal. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.